Event description:
It was reported the endoscope reprocessor was accidentally locked with the drawer open while trying to clean up acecide. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The field service engineer went to the facility and found the drawer locked open. Manually released the lock and closed the drawer so that the load disinfectant solution counter and process could be completed. The customer`s complaint was confirmed. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that power was accidentally lost when the disinfectant bottle drawer was pulled out, causing the drawer to lock out. Additionally, the event could have occurred due to one of the following reasons: a disinfectant bottle other than the olympus designation was inserted, the bottle shifted from its set position, or the cassette bottle interfered with the disinfectant bottle drawer. The event can be prevented by following the instructions for use which state: " chapter 2 nomenclature and functions 2.8 consumable accessories (optional) olympus-validated concentrated disinfectant solution (1,065 ml cassette bottles)" olympus will continue to monitor field performance for this device."